Event description:
Balloon on endoclamp burst during prep. Balloon was filled with saline-30ml, saline was withdrawn to remove air, balloon was filled with saline (30ml) again and it burst. No patient contact with device.

Manufacturer narrative:
Customer report of balloon rupture was not confirmed. Balloon inflated concentric. Balloon was also intact. However balloon did not maintain inflation due to interlumen leakage between inflation and infusion lumen. Interlumen leakage occurred at the distal tip. Unit is sent to accellent for further evaluation. The balloon was inflated with 35cc of water and a leak was detected at the most distal end of the balloon. The water was aspirated out of the balloon and the balloon was then inflated with 35cc of air. The balloon was then visually inspected under 10x magnification and it is verified that the distal balloon bond has come delaminated causing the balloon to have a leak. There is no way to determine how the bond became delaminated because there is evidence that the bond was complete at one time. These devices and balloon bonds are visually and functionally tested 100% prior to packaging and this condition was not present during that time. Water was introduced through the pressure and infusion lumens and the water flows from where it should. There are no other defects detected with this device.